Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned lens showed half of the lens was torn off and missing and the piece received was in 2 pieces. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported the aa4203tl single piece silicone lens tore in the cartridge as the surgeon was inserting the lens. The lens was cut into pieces and extracted from the eye without any patient injury. The reporter did not know the cause of the event.

Manufacturer narrative:
Method: device history review. Result: review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Conclusion: based on the complaint history, lens work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
A lens work order search found no similar complaints. Per medical review - reportedly, single-piece toric silicone iol was torn in cartridge during insertion, requiring intraoperative lens exchange. Incision was not enlarged for removal of damaged lens and no other tissue damage was reported. Another lens of same model was successfully implanted. No reported postoperative sequelae. According to the report from facility, dated on (B)(6) 2014, the most likely cause of the event was unknown. Based on the complaint history, product evaluation, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).